Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "no complaint against device." Healthcare professional later reported "rupture" confirmed via MRI. Healthcare professional later reported "hole on patch side." Record is for left side. Device has been explanted and replaced.

Event description:
Healthcare professional reported "no complaint against device." Healthcare professional later reported "rupture" confirmed via MRI. Healthcare professional later reported "hole on patch side." Record is for left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as surgical damage. As per the investigation procedure creases, non-penetrating nicks and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.